Manufacturer narrative:
The samples are available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The child was re-admitted to the hospital from home solutions home care with damaged bd q-syte devices. The septums were leaking.